Manufacturer narrative:
Concomitant products: addrl1 ipg implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined high impedance and loss of capture were noted on magnet and non magnet strips on the right ventricular (rv) lead.  The lead was inactivated and a leadless implantable pulse generator (ipg) was placed. No patient complications have been reported as a result of this event.